Event description:
Boston scientific cardiac rhythm management (crm) received information that the impedance measurements on the shock portion of this defibrillation lead were noted to be greater than 125 ohms. It was noted that some of the measurements were normal then starting about two months ago they have been out of range. All other lead measurements are stable and within normal limits. To date, there have been no adverse patient effects reported as a result of this observation.

Manufacturer narrative:
The lead was repositioned after which time defibrillation testing found that with both a 21 joule and 31 joule shock the resultant measurement was 46 ohms. The patient will continue to be monitored for any changes in the impedance measurement. Available information indicates that this product remains in service at this time. No further information is available. This event will be reopened should further information become available. Additional information was received four years later that during a routine device replacement for normal battery depletion, a loose connection issue was noted between the rv lead and device. A new device was successfully implanted with this rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.